Event description:
A customer reported that an ophthalmic tip was found to be bent in wrong direction. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, e.1, h.3 and h.6 and h.10. Device history records traceable to the reported procedure pack could not be reviewed. The customer reported that cystotome tip is bent in the wrong direction. The manufacturer's evaluation of the sample confirms the customer's reported event: a microscopic image of the tip of a cystotome confirms the tips to be bent upward. Based on review of the cystotome process and taking into account multiple variables, engineering has observed and determined a potential source for this issue can be related to the raw material cannula supplied by the vendor. In addition, we observed incorrect timing on the forming station causing impacts to the tips. The laser sensor that tells forming(cystotome) station when to actuate ¿ a misalignment here can contact the edge and cause the observed defect. The investigation observed two root causes: defects within the raw material population as well as incorrect timing on the forming station causing impacts to the tips during final production. Manufacturer has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken; activation of new inspection tool within the existing vision system to mitigate escape of complaint characteristic product. The additional inspection will remove non-conforming product from the population prior to release. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. No further action has been identified for this reported event at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).